Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that resistance was met while filling the cartridge with insulin. Customer successfully loaded another cartridge. Customer could not recall blood glucose level; however, was reported to be within range.